Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the display "membrane" would intermittently stay pressed down but did confirm that both the "on" button and the "off" button of the main keypad were collapsed. (B)(4).

Event description:
It was reported that the external pulse generator needed a new membrane face, that it intermittently turned on. Follow-up with the facility revealed that when the "membrane" (overlay) is pressed down, it stays pressed rather than coming back up, and because it stays pressed down it causes the generator to intermittently power on. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator needed a new membrane face, that it intermittently turned on. Follow-up with the facility revealed that when the "membrane" (overlay) is pressed down, it stays pressed rather than coming back up, and because it stays pressed down it causes the generator to intermittently power on. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.